Event description:
Avid medical is the manufacturer of a custom procedure tray that contains a warmer drape part # ors-300n manufactured by (B)(4). Avid medical received a complaint on (B)(6) 2015 originated by (B)(6) stating a hole in the warmer drape was discovered during a procedure. The complained drape was available for evaluation. Avid medical issued formal complaint #(B)(6) to the manufacturer (B)(4) for a hole in the warmer drape - part # ors-300n. The following warmer drape lot #'s were used to build avid medical's custom procedure tray. (B)(4). Arrangements were made by (B)(4) to retrieve the complained drape for evaluation. No patient injury was reported.